Event description:
User experienced a leak from the analyzer. No operators were harmed. No pt results were affected. The field service rep determined the waste pump non-return valve was stuck shut and replaced the valve.